Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient's parent. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone11.8, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a "no longer administering insulin." Message. When the pod was removed from the infusion site (back), the infusion site was a little red. Symptoms reported include stomach pains and dehydration. The patient was treated with unspecified intravenous fluids and insulin. The patient was discharged on (B)(6) 2026. The pod was discarded by the patient's parent.